Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The electrocautery was standard monopolar bistoury procedure. Impedance check found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins had good communication with the clinician programmer, however it could not be turned on. A week prior the patient had an unrelated surgical procedure, and electrocautery was performed without precaution to the ins. The patient's ins was explanted and replaced and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Event date was initially reported as 2019-oct-10; however, per analysis results (see note below), the ins reached premature eri and eos prior to the reported event date and prior to the reported electrocautery procedure. Thus, event date is unknown. D6: implant date was incorrectly reported to medtronic previously. Analysis identified the device was implanted (B)(6) 2017. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) as of (B)(6) 2018. A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. Conclusion code has replaced, result code has replaced and method code has replaced. Device code (B)(4) no longer applies as the ins reached premature eri/eos prior to the reported electrocautery procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.